Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was in 400 mg/dl and current blood glucose was 427 mg/dl. Customer was using insulin pump system was not use within 48 hours of reported high blood glucose event. Customer treated with insulin pump with bolus. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.